Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller asked about a message on a patient therapy app that said 'internal data lost.' That caller stated that the patient received a handset replacement from patient services and was working with a different rep. The caller did not have any other information about the patient. The caller did not know the name of the rep that the patient was working with and only had the phone number of the rep. The caller was not with the patient. Technical services (tss) reviewed information about the patient app messages.

Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.